Manufacturer narrative:
5/25/97-medwatch report not received by MFR. Submission of initial report to FDA by mfg.

Event description:
During a laparoscopic cholecystecotmy procedure, the clips did not form properly. The surgeon applied another device without patient injury.